Event description:
The threads that screwed into the plastic impactor stripped and fell off the piece that connects to a universal handle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned sp2 femoral impactor confirmed heavy damage to the replaceable black celcon impactor component. Further examination finds the screw tops are damaged. The root cause is attributed to wear out and possible misuse. Based on product wear out as the root cause, the need for corrective action is not indicated. Although the need for corrective action was not indicated, a new femoral impactor (950501218 sigma hp fem notch impactor) was designed as part of the high performance instruments (formerly (B)(4). This design was released in november 2007. The new femoral impactor has a different locking mechanism, and also allows for the surgeon to use it to impact c/s femoral components. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.